Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The product surveillance technician could not duplicate the issue. The small display was working as it should for a period of 54.5 hours. No observations of pump failure.

Manufacturer narrative:
The field service representative (fsr) found that the centrifugal control unit (ccu) display was working as intended. The fsr replaced the ccu display per the recommendation of the data log review. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2020: 08:37:45 the arterial pump started 10:44:01 a low level alert causing arterial coast (1500 rpms) 10:48:03 another low level alert causing arterial to coast (1500 rpms) 10:51:23 arterial stops (stop pressed on local control) 10:51:27 arterial started and stopped again from local control 10:52:10 motor disconnected 10:52:42 ccm no longer detects the arterial pump, seemingly disconnected 11:03:38 perfusion screen is exited 11:50:59 ccm is shutdown 15:49:48 system is powered up 15:50:26 a perfusion screen is opened and arterial is back (connected) it is possible that the display was off when the pump was stopped at 10:51:23. It appears that the pump was disconnected at 10:52:42 (confirmed by customer). This would cause the display to be blank as well. If the display was lost at 10:51:23 when the pump was stopped, then the small display assembly or a connection to it was likely the issue. The suspect part will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display on the centrifugal pump went blank and the flow was reading dashes on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was approximately a 24 minute delay. There was no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the user facility's perfusionist regarding an incident the team had with the heart lung machine (hlm) during a cpb procedure on (B)(6) 2020. The system had been primed and was recirculating for approximately three hours prior to going on bypass. Seven minutes into the bypass run the screen on the local centrifugal controller went blank. The perfusionist stated that the ccm was reading dashes for the flow, but the centrifugal pump was generating revolutions per minute (rpms) and was creating flow to the patient. Since they had not x-clamped, the team made the decision to fill up, come off pump and exchange the flow sensor, local user interface and drive motor. They were able to re-attach the flow sensor to the module and a drive motor to a new local display, but were unable to attach the local display to the network interface controller (nic) panel in the base. (Note: the perfusionist tried again after the case and was able to attach it correctly) since they were unable to attach the display to the nic panel in the base, it was decided to exchange the entire hlm with a different one. The exchange of the hlm took approximately 24 minutes, in which the patient was stable supporting themselves with anesthesia off bypass. There was no blood loss or harm related to the event.